Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint can not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on (B)(6) 2025, three screws fractured at the head¿shaft junction during the procedure. The broken screw shafts remained in the patient with no screw prominence, and the screw heads were discarded. The remaining plate holes were used to complete fixation. Surgery was delayed by 30 minutes or less. Attempts have been made and no further information has been provided.